Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A 5.6 cm in diameter aneurysm was reported with an infra-renal angle of 45 degrees. A 2.7 cm maximum diameter aneurysm was also reported in the iliac artery. Proximal aorta was 21-22 mm in diameter and 16 mm in length. Right iliac artery was 9 mm in diameter and the left iliac artery was 19 mm in diameter. The right and left femoral arteries were 9 and 10 mm in diameter, respectively. There was no presence of circumferential thrombus or calcification. It was reported that at the end of the procedure, a distal type ib endoleak was discovered from the contralateral extension. No intervention was performed; this was only a technical observation. The cause of the distal type I b endoleak was due to an aneurysm of the right common iliac artery; a procedure error was made by the radiologist, who accidently embolized the left common iliac artery instead of the right hypogastric artery. It was reported t hat a type ii endoleak was discovered three days later. Additionally, stenosis in the ipsilateral limb of the bifurcated device was discovered. No intervention was performed; this was only a technical observation. The cause of the stenosis was caused by the co ils that were incorrectly placed in the left common iliac artery. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Results: inherent risk of procedure (endoleak); related to operational context (coiling incorrect artery); patient's condition affected effectiveness of device (anatomy related; type ii endoleak). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; type ii endoleak); device failure related to user handling (coiling incorrect artery).

Event description:
Additional information was received. It was reported that the previously reported distal type I endoleak was updated to a type ii endoleak coming from the left limb.